Event description:
In this event it was reported that a patient experienced an adverse reaction to the use of integrity multi-cure temporary crown and bridge material. As stated, the patient was undergoing a procedure and had the material placed intra-orally. The patient complained of the material being hot and causing a burning sensation. Upon examination, the area became red and swollen. The patient returned to the office and the next day with open sores and continued discomfort and was administered benadryl to alleviate the symptoms.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.